Event description:
A patient underwent spinal surgery consisting of seaspine's regatta interbody. The index surgery date was not provided. Seaspine was made aware on (B)(6) 2022 that the patient experienced plate loosening and pseudarthrosis, observed, on a surveillance radiograph obtained 6 months postoperatively. The lateral plate backed out of the lateral screws. The patient was taken back to surgery for hardware failure and pseudarthrosis, where endoscope-assisted lateral revision instrumentation was performed uneventfully. The revision surgery date was not provided. No explants were made available for analysis.

Manufacturer narrative:
A patient underwent spinal surgery consisting of seaspine's regatta interbody. Seaspine was made aware on (B)(6) 2022 that a patient who had undergone surgery experienced plate loosening and pseudarthrosis. While the patient had an uncomplicated immediate postoperative course, on a surveillance radiograph obtained 6 months postoperatively, the lateral plate backed out of the lateral screws. The patient was taken back to surgery for hardware failure and pseudarthrosis, where endoscope-assisted lateral revision instrumentation was performed uneventfully. The revision surgery date was not provided. No explants were made available for analysis review of labeling (IFU): possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis) bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain root cause the root cause cannot be determined as the plate was not provided for evaluation. Additionally, no photos or lot information were received.